Manufacturer narrative:
It was reported that, "cord caught a raytec on fire. Raytec dropped to the floor. H2o was poured to stop the fire. Blemish on drapes with no issues with integrity. Tegaderm placed over area. Completed surgery. No injuries to the patient". No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, "cord caught a raytec on fire. Raytec dropped to the floor. H2o was poured to stop the fire. Blemish on drapes with no issues with integrity. Tegaderm placed over area. Completed surgery. No injuries to the patient". No additional details are available related to the customer reported issue.